Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (06/17/2011)-device evaluation: the lay user/patient's meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient did specify the results obtained from the subject meter or the other device, performed within 30 minutes of each other. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. The patient denied developing symptoms. At the end of (B)(6) (year not specified), the patient was admitted to the hospital and administered intravenous (IV) fluids as treatment. The patient did not specify results obtained from the emergency room (ER)/ hospital meter. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca was unable to walk the patient through a control solution test to test the subject meter. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The inaccurately high blood glucose result allegation correlated with the received treatment. However, this complaint is being reported because the alleged inaccuracy remained unresolved.